Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gi bleeding. Anticoagulation was reduced. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined as the product was not available for evaluation. The patient remains ongoing with the device and no further issues have been reported. The manufacturer's approved labeling lists bleeding as an potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device is 77 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.